Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infection unrelated to the pacing system or any pacing system related procedures. However, both atrial and ventricular leads of the system exhibited lead vegetation. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-23623.